Manufacturer narrative:
H10: the customer called in to report a high blower temperature alarm had occurred. Per good faith effort (gfe) response, no repair was performed by philips as the customer declined service and repair. No repair was performed by philips as the customer declined service and repair. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
E1: (B)(6).

Event description:
Philips received a complaint by the customer on the v60, indicating that a high blower temperature alarm had occurred. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. The customer called in to report a high blower temperature alarm had occurred. Evaluation and repair is currently pending.